Event description:
It was reported that the patient underwent gynecological surgery on (B)(6) 2007 and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted along with the concurrent procedures of frozen conization of the cervix, total vaginal hysterectomy, and right salpingo-oophorectomy. It was reported that following insertion of the mesh the patient experienced incontinence, pain and infections. (B)(4).

Manufacturer narrative:
It was reported that patient underwent concurrent cystoscopy procedure.